Event description:
CT: through the region of the lvad demonstrated a small hematoma, anterolateral aspect of the heart. Started on integrelin, asa, coumadin and heparin. Echo found that the inflow track had migrated to a position that compromises flow.